Event description:
It was reported that the polarity on the implantable loop recorder changes from negative to positive depending on the patient¿s moves and poses. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: product ID 24950c, serial : (B)(4). Product ID mdt-unknown, serial: (B)(4). (B)(4).